Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a controller exchange was not confirmed as no log files were submitted for review and no products were returned for analysis. Additional information provided communicated that no products would be returned for analysis. An attempt was also made to determine the reason for the system controller being exchanged; however, the information was not provided. The root cause of the reported event could not be conclusively determined through this analysis. Heartmate 3 instructions for use section 7 ¿ ¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5 ¿ ¿alarms and troubleshooting¿ cover all alarms (visual and audible), and the actions to take if the issue does not resolve. Heartmate 3 patient handbook section 2 ¿ ¿how your heart pump works¿ and heartmate 3 instructions for use section 2 ¿ ¿system operations¿ instructs users on how to exchange their system controllers, and state to never exchange their system controller without having a trained, and competent caregiver at your side to assist. The patient handbook and the instructions for use caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The device history records were reviewed and the records revealed that the heartmate 3 system controller, serial number (B)(6), was manufactured in accordance with manufacturing and qa specifications. The system controller was shipped to the customer on 06feb2020. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient had a controller exchange with modular cable exchange on (B)(6) 2023. It was later communicated that the mod cable was exchanged due to visible damage. The patient also experienced low flow alarms. The low flows were believed to be volume related and the patient was asymptomatic. Related MFR: 2916596-2023-06370.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.